Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. Additional information was received that the reason for the recurring incontinence was due to suspected atrophy. The physician does not believe the device contributed to the incontinence. The patient outcome following this surgery was well.